Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During the procedure, the physician found it difficult to disengage the set screw from the right ventricular lead. The set screw appeared damaged, and the wrench could not properly engage the screw. After troubleshooting, the physician was able to remove the right ventricular lead from the old device and insert it into the new device. No further adverse event was noted. The patient remained in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).